Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, a previously implanted stent strut overlapped the neck of the aneurysm, which prevented the delivery of a 2f catheter. A 1.5 mm balloon and a 2 mm balloon were used to dilate the struts. Continued resistance was encountered while attempting to advance the catheter. A new catheter was used, which was able to advance. Resistance was encountered during the attempt to place the coil, and the coil detached from the pusher wire. A 3 cc syringe with saline was used to flush the detached coil into the intended treatment area. During an attempt to pull the catheter back slightly, the catheter position was lost in the aneurysm into the left anterior descending (lad) artery, and part of the coil was noted to remain there. The catheter was pulled into the guide and a stent was used to pin the coil against the proximal lad and into the left medial. The coil was left implanted in the ascending aorta. There was no reported patient injury. The patient was reported to be stable.